Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced high blood glucose. Customer's blood glucose level was 400 mg/dl and 415 mg/dl. Customer stated that their insulin pump and sensor asking for calibration but when they tried to calibrate it was not giving the option. Customer was advised that they can not calibrate until blood glucose level comes down. Customer stated that they treated with bolus for high blood glucose and then they ate and had insulin to cover the carbs as well. The device will not be return for analysis.